Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (in s) for urinary dysfunction/sacral nerve stim it was reported that the patient reported their device was removed because it didn't work.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim it was reported that the patient reported their device was removed because it didn't work. That recently they had an x-ray and was told that part of the lead was still in their body. Patient said that were just in the hospital and they wanted to perform an MRI of their head and neck as thought had a slight stroke however when they saw the lead, they declined performing the MRI. Patient recalled being told by the healthcare provider(hcp) that they weren't able to remove the complete lead. Patient didn't recall name of hcp that performed the removal surgery. Reviewed MRI information. The patient was redirected to their healthcare provider to further address the issue. Emailed listings to the patient.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28 lot#: v477185, implanted: (B)(6) 2010, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.